Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk), the device inappropriately shut down twice during CPR. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The system board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. No trend is associated with reports of this type.